Manufacturer narrative:
Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Remains implanted.

Event description:
Scorpio ts loan kit was provided for a revision knee procedure. The kit did not include any ts tibial inserts or in fact any standard size tibial inserts and some ts trial inserts were also missing. The extra large size inserts were sent as ps and should have been ts. The patient had a less than optimal outcome. Surgeon didn't get the anticipated outcome for this patient. At the end of the case the patients knee was in genu recurvatum and not as stable as the surgeons would have been able to achieve with a ts insert.

Manufacturer narrative:
The reported event indicates that an incorrect/incomplete loaners kit was provided to the hospital. No deficiencies of any specific stryker device were alleged. The event has been identified as a shipping error and a distribution CAPA has been raised at stryker (B)(6). No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Scorpio ts loan kit was provided for a revision knee procedure. The kit did not include any ts tibial inserts or in fact any standard size tibial inserts and some ts trial inserts were also missing. The extra large size inserts were sent as ps and should have been ts. The patient had a less than optimal outcome. Surgeon didn't get the anticipated outcome for this patient. At the end of the case the patients knee was in genu recurvatum and not as stable as the surgeons would have been able to achieve with a ts insert.